Event description:
The I-flow sales representative was handed a catheter kit in a specimen container with no product of background info. Customer has no other information other than the catheter broke off inside the pt and the surgery was knee related. Customer has had this catheter since april 2007.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was reported available, but has not been returned to I-flow corporation for evaluation. Without the part number, lot number, or actual product, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.